Event description:
It was reported by service report that the scale is inaccurate and the fowler drifts down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell. Gas spring cylinder.